Event description:
It was reported that a patient with this artificial urinary sphincter had a pump that migrated a different location in the scrotum. Upon revision surgery physician confirmed that pump migrated and also determined that the patient had a lot of scarring around the tubing and decided it was best to replace. There were no further patient complications.